Manufacturer narrative:
The reported event could not be confirmed by the manufacturer through functional evaluation and no additional device component failures were found. The device performed per specifications and was returned to the healthcare facility.

Event description:
It was reported during a surgical procedure at the user facility, the device had high impedance resulting in the procedure being cancelled. It was reported there was no medical intervention.

Event description:
It was reported during a surgical procedure at the user facility the device had high impedance resulting in the procedure being cancelled. It was reported there was no medical intervention.